Event description:
Procedure: radio frequency ablation (site unk). The pt felt a shock, down right leg during the procedure. The procedure was discontinued and the generator sent for repair to facility biomedical dept. No injury reported.